Event description:
It was reported that log files were submitted for review. The log files contained loss of external power events while connected to the mobile power unit (mpu). Low voltage hazard events were seen that occurred as a result of slow discharge of the mpu capacitors when they suddenly lose power. The system controller switched appropriately to the emergency backup battery (ebb) when external power was lost. These events resolve once external power was completely restored.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the provided log file. The log file captured a no external power alarm on 20oct2024 while the mobile power unit (mpu) was in use. The alarm appeared to have been caused by a loss of ac power, as the voltage within both power cables steadily decreased. The alarm resolved within a few seconds of activation when power was restored to the system, and no other notable events were observed. The alarm did not prevent the system from operating as intended throughout the data. The mpu (serial number (B)(6)) was not returned for analysis. Available information indicates that the cause of the alarm was related to the patient accidentally disconnecting the power cord from the wall outlet. Review of the device history record for the mobile power unit, serial number 19561371, showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 3 "powering the system") instructs users on how to secure the mpu's power cord connection to the wall outlet. This section also provides guidance to ensure that the power cord does not accidentally become unplugged. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including alarms associated with no external power conditions. To resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the mobile power unit (mpu) had a v-lock connector on the ac power cord. The patient confirmed to accidentally disconnecting the mpu from the wall. The ac power cord did not come loose from the back of the unit. There were no environmental circumstances that would have affected ac power at the time of the event. The mpu was not removed from service.